Event description:
It was reported to vyaire medical that the bellavista 1000 ventilator can´t finish successfully patient circuit calibration since a message appears: ¿measurements of pressure varies too much¿. The circuit calibration failed due to leak flow, compliance, press pat insp and press differential. At the same time, the unit alarmed with tf 401 and 316. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. However, vyaire initiated a warranty replacement of the insp block. Advised customer to perform base unit test after replacement. The root cause was determined due to insp block - "press blower" sensor. As concluded in I-ch-21-028: sensor long-term drift was not considered in the definition of the expected adc value range (for the "zero pressure calibration", the base unit test and the circuit system test) in software versions lower than v6.1 due to non-availability of that information.